Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years 7 months 12 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2014. It was reported that the patient experienced 2 driveline fault alarms without pump stops. The x-rays received display areas of concern both internal and external. The patient's driveline experienced cosmetic damage to the outer silicone jacket. A driveline repair was scheduled. No additional information was reported.

Event description:
It was reported that the patient received a pump exchange on (B)(6) 2019.

Manufacturer narrative:
Investigation summary: the evaluation of the log file data provided by the account confirmed yellow wrench advisories associated with driveline fault alarms. The report of cosmetic damage to the driveline¿s silicone sleeve was unable to be conclusively determined. The submitted log files contained overlapping data spanning from 04feb2019 at 18:44:50 to 28feb2019 at 11:53:26, per the timestamps. Multiple yellow wrench advisories associated with driveline fault alarms were observed throughout the log files, beginning on 2/16. No other notable alarms were captured. An external driveline repair was scheduled for 5mar2019 but was ultimately canceled. The account communicated that the patient underwent a heartmate 3 pump exchange on (B)(6) 2019 and pump would not be returned for evaluation. No further information was provided. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on the event.